Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the device, 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2022 during a ra-th, bso, lymph node mapping and sampling and lysis of adhesions procedure and the ¿device broke apart inside of the patient. The balloon and green cup were able to be retrieved with visualization from laparoscope. No harm noted to patient.¿ there was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 50 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the device, 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2022 during a ra-th, bso, lymph node mapping and sampling and lysis of adhesions procedure and the ¿device broke apart inside of the patient. The balloon and green cup were able to be retrieved with visualization from laparoscope. No harm noted to patient.¿ there was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.